Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, nausea and vomiting. The reported blood glucose reading was 526 mg/dl. It was also stated that the insulin pump was dropped, and has a crack near the battery compartment. Unable to troubleshoot due to the crack. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a cracked end cap. Unable to perform the basic occlusion, occlusion, prime and excessive no delivery test due to the cracked end cap. The insulin pump passed the displacement test. The insulin pump had cracked battery tube threads.